Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness, lightheadedness and shortness of breath. The implantable pulse generator (ipg) was reprogrammed to vvir and remains in use. No further patient complications have been reported as a result of this event.